Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint could not be reproduced and no functional testing could be performed due to the returned condition of the device. There was evidence of excessive twisting where the blade was found broken off. A visual inspection was performed and found long scratches on the shaft and scrape markings on the inner blade. The nose cone was also manually turned and found no abnormalities; the nose cone lock was locked and secured the nose cone movement when turned. Based on the evaluation findings, the cause of the blade breakage is likely attributed to improper usage and or experiencing high activating frequency for a long period of time during usage. The instruction manual warns users ¿always use the system as outlined in this manual. Improper use will not only impede functions and prevent optimum performance, but may cause equipment damage and / or complications. Before each use, always inspect the equipment as outlined in this manual.¿

Event description:
Olympus was informed that during a therapeutic endoscopic sinus surgery (fess) procedure, the 4mm blade began to shake or chatter. The shaking was noted with speed settings of 500rpm. There was no unusual bleeding observed. The intended procedure was completed with a similar device. The patient did not require any additional procedures and there was no patient injury reported.